Event description:
It was reported that when the devices with reload cartridges were used during a lap cholecystectomy procedure, the gear in the handle broke. And the staples would not form. Opened another device to complete the case. There was no consequence to pt.